Event description:
It was reported that the screws on the burr hole device were replaced. There were no environmental/external/patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting was performed. The customer stated they will no longer use screws in burr hole and will replace with kls cranial screw due to better driving force and purchase into the skull than our screw. No force required with kls screw 1.5 x4mm 99-576-76-01. The issue was resolved at the time of the report. No patient symptoms or further complications were reported as a result of this event. There was no surgical intervention that occurred or is planned.

Manufacturer narrative:
References the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b32000 (lot: 082m03324a); product type: 0001-accessory; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: b32000, lot# 082m03324a, product type: accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.